Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew4313 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported patient had tough PICC stick that ended up being cut to midlines. After placement, tip of guidewire were needing to be extracted from patient by radiology. Additional information received 03/19/2021: it was reported the patient is being treated for tpn. The PICC would not thread to svc. Met resistance. Pt repositioned, etc to attempt to thread to central location. PICC cut at 10 cms and left is place as a midline. Flushes and has a positive blood return at this site, rn notified. Long term tna use and PICC was being replaced. Does the patient have an infectious disease?: yes, being evaluated for intra-abdominal abscess.